Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, they were using the stapler to take the renal artery on a donor kidney. The gun stapled and cut, however, significant bleeding occurred at the aorta side of the donor and the distal end of the staple line. Luckily, the bleeding was small enough for them to staple off the renal vein and remove the kidney before opening a ligaclip to get the bleeding under control. The condition of the patient immediately after the event was stable. Additional information: 500ml blood lost, no transfusion. No radiated tissue or systenic steroids. Issue occured on the first firing with a white cartridge and 2nd firing white cartridge. No buttressing, no clip or staple line, no unexpected noises. All forces to fire normal, all handles returned to normal. Patient in good health as a donor. Surgeon used device for years. No malformed staples. Staple line seemed incomplete. Patient not taking any anticoags or dvt prophylaxis.